Manufacturer narrative:
Additional contact: (B)(4). Product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, pump won't run" alarm. The residual volume was 32.8ml and 59.25ml had infused at a rate of 2ml/hr. There was no patient injury.